Event description:
The customer alleges back to back results on her meter of lo and 169 mg/dl. The meter was coded incorrectly and controls were not run. The customer did not adjust medications based upon the readings, did not require any treatment or action and states she is fine. Return requested and replacement was sent.